Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) as well as far field oversensing on the right atrial (ra) lead. It was also noted a decrease in sensing amplitude on the ra channel. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) as well as far field oversensing on the right atrial (ra) lead. It was also noted a decrease in sensing amplitude on the ra channel. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that noise was noted on the ra lead. Ts was consulted and programming options were discussed. No adverse patient effects were reported. This system remains in service.